Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolved the issue. The lens was explanted. The problem was resolved. Cause of the event was reported as unknown. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was explanted. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).